Event description:
It was reported this was an arterial closure of bilateral common femoral arteries using the pre-close technique via a 6f sheath hole prior to a fenestrated endovascular aortic repair (fevar) interventional procedure. Reportedly, the sutures of one prostyle device were successfully pre-placed in both the right common femoral artery (rcfa) and left common femoral artery (lcfa). The sutures of both second devices broke during suture retrieval. As a result, the sutures were shorter and the rail and non-rail ends were the same length. The sheath was upsized to greater than 8.5f bilaterally and the fevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in the rcfa despite the one suture being short. In left cfa, the broken suture didn¿t have the white marker, so it was unknown what suture to pull on. After tightening sutures from the first prostyle there was still bleeding, they therefore attempted a new prostyle device but that suture was unable to grab the vessel wall during deployment. A chance was taken on the broken suture and the suture could close the hole a bit. Ultimately, two proglide devices were used to fully achieve hemostasis of the large hole. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.